Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "sodium phosphate 12mmol was initiated using IV pump and programmed by the nurse. The medication should have been infused over 4 hours; however, when the nurse went back in room about 30-40 minutes later she noticed that the entire bag of medication was already infused (although pump indicated that it was infusing at a rate of 28 .5 and had a vtbi of 109 ml) . The patient was in no obvious distress. Physician team, charge nurse, pharmacist, and biomed all notified. Defective medical device tag placed on malfunctioning pump."

Manufacturer narrative:
.